Event description:
It was reported that during training and initial setup with a connected continuous glucose monitor, an ilet bionic pancreas displayed ¿alert 41 ¿ absolute range error¿ related to the insulin delivery mechanism, preventing the cartridge load and pump use. Symptoms included no adverse clinical effects and no changes in blood glucose, as the patient had not begun insulin delivery with the device. Outcomes included discontinuation of the ilet and transition to multiple daily injections pending replacement. Investigation included device decontamination, log review, functional testing with factory test software, and engineering analysis. Investigation of this case revealed that the lead screw nut home position was not detected within the expected range, with logs showing a rewind beyond expected limits; the device operated in factory test mode but reproduced the error with patient code. It was concluded that the pump experienced a hardware or control fault in the insulin drive system resulting in an absolute range error, and a replacement device was provided with user re-training and education on interim therapy.